Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Upon review, the impedances were stable around 90 to 100 ohms. Technical services (ts) recommended do to patient-initiated interrogation (pii) for additional values. This rv lead remains in service. No adverse patient effects were reported.